Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy following a fall. X-ray imaging revealed lead migration. Surgical intervention was undertaken and the leads were explanted.